Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer did not pursue further troubleshooting, and technical support closed the case.